Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient experienced diabetic ketoacidosis and high blood glucose level reported to be 650 mg/dl at the time of incident, which the patient self-treated with intravenous drip. She still felt very sick and went to the emergency room. Upon removal of the infusion set in the emergency room, the cannula was found to be bent. Subsequently, the patient was admitted to the hospital. The patient had been in the hospital for seven days and was still there with blood glucose level at 270 mg/dl, at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.